Event description:
It was reported that the patient presented to his doctor's office and x-rays were performed. A "wiring issue" was identified. No patient symptoms or additional information was reported.